Manufacturer narrative:
Stem is significantly damaged along the entire proximal portion of the device. Parallel lines gouging through the anodize finish suggest impaction from a harder material, most likely another instrument such as a "lobster claw" clamp. In addition, the top of the stem has been bent up with enough force to tear the aluminum metal. The cross section of the torn region suggests this was a single catastrophic event due to the roughness of the surface. The edge of the torn region is also heavily damaged likely due to interacting with a harder material such as a surgical instrument (like a clamp).

Event description:
When using a 10mm trial long stem, the trial became stuck in the bone canal. A removal tool was used to remove the trial. There was a 20 minute delay in surgery as a result.